Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with a heavily calcified bicuspid native valve, a pre balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. On the first attempt to deploy the valve, the position was noted to be too high. On the second attempt to deploy the valve, it was released in a good position. However, a "massive" infold was noted. The delivery catheter system (dcs) was removed. The patient's blood pressure was noted to drop and cardiac pressure massage was performed.  The valve moved supra annular following the cardiac massage. A 20 mm non-medtronic balloon  was used to perform a post dilation of the valve. After the post dilation, an infold still remained in the inflow of the valve. Cardiac pressure massage was performed for a couple of minutes until the patient's hemodynamic conditions were noted to be stable. The hemodynamics were measured and an angiogram was performed. It was noted that the valve was in a supra annular position and the infold in the inflow of the valve was still present. A 22 mm non-medtronic balloon was used to attempt to further expand the infold and to bring the valve into a more intra annular position, which was unsuccessful. No further interventions were performed and the patient was transferred to the recovery ward in stable condition. Per the physician, the patient's calcification may have contributed to the valve infold. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per (B)(4). Continuation of d10: product ID d-evprop34us product lot/serial number 001013664. Product type: delivery catheter system (dcs) implant date na explant date na product ID l-evprop34us product lot/serial number unknown product type: compression loading system (cls) implant date na explant date na the angiographic study of 46 images was provided for review. Valve load inspection is clear of any overlap. Per product event summary report a 34mm pro + was used for implant. A 26mm-30mm annular diameter is the range for the 34 pro + platform. Per recommend guidelines of a pre dilation of the minimum diameter of the annulus for bicuspid anatomy is strongly suggested. The mean annular diameter is recommended for post dilation with a maximum of 28mm. The infold is clearly seen to extend into outflow crowns prior to release of the valve and best practices is for a complete recapture and removal of delivery system following a suggested more aggressive pre-dilation with a new valve and delivery system loaded for use. An image confirms the medtronic seated in a supra-annuluar position with an infold still present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.